Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) failed final pack testing. It was returned to guidant's reliability assurance laboratory for analysis.